Event description:
It was reported that during a routine in clinic checkup, device exhibited long charge time. Capacitor maintenance tests resulted in long charge time. Since the patient needed device therapy on a fairly regular basis, the doctor elected to replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and reporting criteria going forward.